Event description:
It was reported that a cgm error occurred. There was no adverse impact to the customer's blood glucose level. The caller received guidance to reset the pump, and after performing the reset, the cgm error did not occur again and the sensor session was successfully started.